Event description:
During the treatment of an acom artery aneurysm, the first coil, a penumbra coil 400 7 x 20 complex soft, detached from the pusher wire prior to final placement. Several attempts to snare/retrieve the coil were made but were unsuccessful. During the procedure, two neuroform stents were placed over the detached coil to ensure proper flow into the left mca territory. However, post-procedure, the patient's condition worsened as antegrade flow to the left anterior cerebral artery from the left carotid system was lost resulting in cerebral vascular event. The final angiogram showed compromised cross filling to the contralateral hemisphere. Ultimately, care was withdrawn and the patient expired.

Manufacturer narrative:
This device was not returned for evaluation. Without the return of the device, the root cause of the issue could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. The user facility submitted a report to FDA under report number: 670041-2013-0001. The format of this user facility report number could not be entered in the proper location of this form. Device disposed of by hospital.